Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2009 (B)(6); 407652 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that atrial and ventricular leads had a decrease in p and r-waves. The atrial lead was repositioned and remains in use and the ventricular lead remains in use. No patient complications have been reported as a result of this event.